Event description:
Complainant alleged that the staff performed a quick shift check of the device, prior to using the device on the pt (age and gender unk), when the device displayed a "cannot dump" message on the screen. The staff then was able to obtain another device to treat the pt. There was no adverse effect on the pt as a result of the reported malfunction.